Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implanted: (B)(6) 2013; 0185 lead, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed methicillin-resistant staphylococcus aureus bacteremia. The patient was treated with antibiotics and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.